Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose reading ranged from 500 - 600 mg/dl. It was unknown how the customer treated for their high blood glucose. The customer did not report any symptoms associated with hyperglycemia. No harm requiring medical intervention was reported. The pump will not be returned for analysis.